Manufacturer narrative:
(B)(4). Date sent: 8/17/2021. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the long60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one ecr60b reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The complete firing action requires 4 complete strokes to cut the full reload length and return the knife to its home position. For each stroke, squeeze and release the firing trigger completely with a continuous, smooth stroke until it rests on the closing trigger. The numbers on the stroke count indicator will advance with each stroke. After the third stroke, the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. At the end of the fourth stroke, the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. The status of the transection can also be determined by observing the knife blade indicator throughout the firing action. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Surgeon had to rip out the gastro-entero. Anastomosis out of the stapler and re-do it. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Is the current patient status known? As the initial gastro-entero anastomosis had been removed and re-done, the patient now has a minibypass with a short pouch. This wasn't initially intended. No additional info provided. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) As the initial gastro-entero anastomosis had been removed and re-done, the patient now has a minibypass with a short pouch. This wasn't initially intended. No additional info provided what is the surgeon¿s experience using device? A few years of experience in using the device. Was the device difficult to close? No. Was the device difficult to fire? No. How many firing strokes were able to be completed? Halfway the firing strokes approximately how far did device cut and staple? Halfway. Were any unusual noises heard? No. Was this the first firing of device? No.

Event description:
It was reported that during a gastric bypass procedure, the device got stuck on the tissue. They had to take another stapler and 2 new reloads (gst60t and ecr60b) to complete the procedure.